Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. It was reported that the patient experienced abscess suture abscesses week 7 to 10 post op approximately. The patient was treated with oral antibiotic, muprocin, and cleaning with peroxide. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. The patient demographic info: age, gender, weight, bmi at the time of index procedure? 2. Date, name and/or indication of index surgery? 3. Product lot number? 4. On what tissue was the suture used? 5. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? 6. Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? 7. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? 8. It was reported in (B)(4) that ¿some patients have returned with suture spitting issues¿. Did additional reported 9 patients with abscess also experience suture spitting issue? If yes, please clarify/specify. 9. Did the operating surgeon observe any suture deficiency or anomaly before, during and/or after the suture placement? Please specify. 10. Patient symptoms manifestations of abscess (location, severity, appearance) 11. Were cultures performed? Results? 12. Other relevant patient history/concomitant medications? 13. What is physician¿s opinion as to the etiology of or contributing factors to this event? 14. What is the patient¿s current status? Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength = 275 ¿g/m.